Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that they observed leakage from a crack in catheter (blood leakage). The catheter was implanted in the right internal jugular vein. The catheter was pulled and replaced with a new one.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.